Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related MFR report: 1627487-2020-04734. It was reported the patient had the entire scs system explanted due to the patient not receiving effective stimulation therapy from the system.